Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned to aomori olympus for the following reason: the device evaluation was carried out by (sales) service business center. This complaint is a known event (tier2). Based on the results of the investigation, the evaluation result and attached pictures revealed the following: -the knife wire was fused in the insulation layer at the distal end. The cutting wire was broken at the coated portion. The broken portion of the cutting wire was scorched. No missing parts of the cutting wire were observed. The definitive root cause of the broken wire could not be identified. However, a likely mechanism causing the cutting wire breakage might be the following: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Additionally, a likely factor causing tears of the coated portion of the cutting wire might be the following: it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The event can be detected and prevented in accordance with the following IFU. This instruction manual (drawing no.gk6226 revision no.13) contains the following information: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. It's noted: the blue marking point of the knife wire in the endoscopic field of view is the optimal cutting position, and it is recommended that users operate at this marking point. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the sphincterotome knife wire was fused in the insulation layer at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.